Event description:
It was reported that an occlusion alarm occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.